Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. H4 ¿ manufacture date - previous manufacturing date: 11/27/2014, corrected manufacturing date: 11/28/2014. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage while device was connected to the patient. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, reported leakage was confirmed in device's logs as expiratory minute volume low alarms were generated. The issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. No part was replaced. The issue was decided to be reported as issue with delivering the set volume values may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The source of the leakage is unknown, hence the root cause has not been determined.

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. (B)(4).